Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor was diagnosed with pause episodes with very definitive r-waves. Programming changes were made. The patient was stable and will be monitored.

Event description:
Additional information received noted that there appeared to be no sensing in the previously reported pause events and undersensing noted on the electrogram. Programming changes were made. The patient was stable.